Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. The system history was successfully verified prior to and after the date of event. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with blurred vision, discomfort, and loose epi in the central visual axis in the right eye two days post lasik. A debridement was performed and a bandage contact lens was placed on the eye. The patient was seen in follow up and noted being happy and will continue to be monitored. Additional information requested.